Event description:
The customer reported that the smartsite broke while attached to a cvad. One piece remained attached to the 3 way extension set which required removal. The customer reported that they either use an alcohol wipe or a 2% chlorhexidine swab to disinfect the valve. From the reported info, there are no indications of serious injury to the pt or user as a result of this incident. No additional info provided.

Manufacturer narrative:
(B)(4). Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.